Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, moderately calcified, de novo, 95% stenosed, proximal right coronary artery (rca) after pre-dilatation with a 1.5 x 12 mm unspecified balloon catheter at 10 atmosphere (atm) the 3.5 x 23 mm xience v stent delivery system (sds) was deployed at 16 atm, however, a distal edge dissection was noted. A 3.5 x 12 mm xience v stent was used to treat the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.